Manufacturer narrative:
A manufacturing evaluation was completed: the device was received broken in the lower part of the hook area and with the set screw still in the transverse bar. All observed damage is post manufacturing. Complaint is confirmed to the fact that the transverse bar is broken. However, due to the returned condition of the device not all features could not be evaluated, as a result, the complaint is unconfirmed from a manufacturing perspective. Device broke during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: the reported implant was broken during tightening by a screwdriver in surgery of atlantoaxial subluxation. There was 10 minutes delay in the surgery. There was 10 minutes of delay in the surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: our investigation shows that the instrument in question is broken in the lower part of the hook area and the set screw still in the transverse bar. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this occurrence as no detailed clinical information is provided and not all involved parts were available. It is likely that a mechanical overload situation during use lead to the complained issue. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: not explanted subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 7th january 2015, expiry date:1st december 2024, this article was manufactured in the us under the article number 406.103 with lot 7833070. (Sterile lot #9310227), component part # 406.105.1, lot# 7653557. Mfg. Date: 4/8/14, review of the device history records showed that were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.